Event description:
It was reported that this insertable cardiac monitor (icm) was just implanted a day ago and it now in end of service (eos). It was indicated that the monitoring was disable due to device battery at eos. It was recommended to bring the patient for a device check and suggested to explant and reimplanted a new device and sent the original icm back. The icm remains in service and no adverse patient effects were reported.